Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed low pump flow when pump started and remained to the rest of the case. Product was not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and after the implant, there was persistent suction noted. The pump was repositioned multiple times to no avail. The pump was explanted and a new cp was placed. The patient survived the event.